Event description:
Patient reported numbness at the top of stimulator via manufacturer patient survey. No report of device explantation. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report #3004209178-2007-00772.